Manufacturer narrative:
A1-a5 patient information was not provided. H.11 livanova deutschland manufactures the electronic gas blender. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of out-of-specification fio2 reading on the electronic gas blender. The issue occurred during maintenance. There was no patient involvement.